Event description:
The facility reported a colleague infusion pump that the "screen is dim, then shuts off." The reported condition occurred before use. There was no pt injury or medical intervention reported. There is no additional info available.

Manufacturer narrative:
Eval summary: the reported condition of the "screen is dim then shuts off" was confirmed during product eval. Inspection of the device revealed that the reported condition "screen is dim then shuts off" was due to a low battery. To fix the reported condition the main batteries and battery harness were replaced. The device was tested per procedure, and returned within spec.